Event description:
It was reported that shaft break occurred. The 12mm x 2.25mm nc quantum apex¿ balloon catheter was selected for dilatation. However, as the physician was putting the device in the guide catheter, it was noted that the hypotube was broken. The device never went inside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 19cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities on the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occured. The 12mm x 2.25mm nc quantum apex balloon catheter was selected for dilatation. However, as the physician was putting the device in the guide catheter, it was noted that the hypotube was broken. The device never went inside the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).